Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported observation of ¿ipg inoperable" the patient's ipg reached end of service and needed replacement was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy and programming is inhibited. Overall longevity was .3 years; the total stimulation on time was 110 days or .3 years, which aligns with the longevity estimate suggesting the device had normal battery depletion to the end of life.

Event description:
Additional information from product investigation indicated that the ipg had a normal end of life. Which makes the record not reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.